Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was not confirmed. A functional assessment was performed and the attachment meets operational specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during tympanoplasty and mastoidectomy surgery it was discovered that the motor device was "smoking". The reporter stated that sodium chloride (nacl) irrigation was used during the surgical procedure. There was no delay in surgery. A spare device was not available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.